Event description:
During an ablation procedure, a cardiac perforation occurred. During ablation of the cavotricuspid isthmus, a steam pop occurred and the patient became hypotensive. A pericardial effusion was noted on intracardiac echocardiogram and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation concluded that the device met specifications for electrical testing, temperature testing, and optical signal properties. No functional anomalies were noted when connected to the tactisys unit. Additionally, the catheter met specifications during leak testing. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.